Event description:
It was reported that the needle of the bd luer-lok¿ syringe with the bd eclipse¿ safety thin wall needle dislodged from the insertion site after the user hit the mechanism. The following information was provided by the initial reporter: "writer was using the 3ml syringe with the pink safety mechanism to cover the needle after deployment. The writer hit the mechanism after inserting the needle and the needle was dislodged from the site. No vaccine was administered. It is felt this happened due to the design of the needle / safety device. The pink mechanism that is used to cover the needle once the vaccine is given, sticks out from the syringe close to the hub. It is awkward to change the position of the hand to inject the vaccine as that mechanism is in the way. Immunizing an adult that does not move is easier as you can take the time to adjust your hand, but with a moving child, it is much more difficult. Many of the staff do not feel comfortable with this syringe/needle combo and don¿t use it. They will use the 3 ml syringe and attach a 1 inch needle to it that does not have this type of mechanism.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle defect ¿ other was not confirmed upon inspection of the photos. The supplied photos did not show enough evidence to confirm the reported defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Batch number is unavailable and hence unable to perform the DHR review. H3 other text : see h10.

Event description:
It was reported that the needle of the bd luer-lok¿ syringe with the bd eclipse¿ safety thin wall needle dislodged from the insertion site after the user hit the mechanism. The following information was provided by the initial reporter: "writer was using the 3ml syringe with the pink safety mechanism to cover the needle after deployment. The writer hit the mechanism after inserting the needle and the needle was dislodged from the site. No vaccine was administered. It is felt this happened due to the design of the needle / safety device. The pink mechanism that is used to cover the needle once the vaccine is given, sticks out from the syringe close to the hub. It is awkward to change the position of the hand to inject the vaccine as that mechanism is in the way. Immunizing an adult that does not move is easier as you can take the time to adjust your hand, but with a moving child, it is much more difficult. Many of the staff do not feel comfortable with this syringe/needle combo and don¿t use it. They will use the 3 ml syringe and attach a 1 inch needle to it that does not have this type of mechanism.".